Event description:
The manufacturer received information alleging a ventilator was alarming for a ventilator inoperative alarm condition. There was no harm or injury reported. During the evaluation, the customer's complaint was confirmed. The device's blower assembly needs to be replaced. No repairs were performed. The device was scrapped.